Manufacturer narrative:
(B)(4).

Event description:
It was reported that the seal was compromised. A 10.3mm flexima was found to have a slice at the top of the packaging. The account is unsure if the device was shipped to them in this condition, or what may have caused the damage. There was no defect in the device itself. The issue is not related to a patient procedure.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: the device was returned for analysis. The device was returned on its original pouch. The seal and part of the pouch was found to be broken. It is important to mention that the returned package has wrinkles which indicate manipulation of the product. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that the seal was compromised. A 10.3mm flexima¿ was found to have a slice at the top of the packaging. The account is unsure if the device was shipped to them in this condition, or what may have caused the damage. There was no defect in the device itself. The issue is not related to a patient procedure.